Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the ethernet bulkhead on the viewing station of the imaging system was damaged. Following replacement, resolution was confirmed. The imaging system then passed the system checkout and was found to be fully functional. The suspect bulkhead has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the communication between the imaging system and medtronic navigation system had issues being established. It was reported that the networking was established by bringing in a second medtronic imaging system. During troubleshooting, the site attempted multiple network cables without resolution. There was no impact on patient outcome. No additional information was provided.

Event description:
Additional information received reported there was a reported delay to the procedure of 5 minutes due to this issue.